Event description:
It was reported that during the percutaneous coronary intervention (pci) on (B)(6) 2011, a non-abbott guide wire crossed in the left anterior descending (lad) artery and another non-abbott guide wire crossed into the first diagonal (d1). The second diagonal (d2) occluded when a 2.0x15 mm non-abbott balloon catheter crossed the lesion, the second guide wire was recrossed to d2 and plain old balloon angioplasty (poba) was performed on the lad to recover vessel flow, successfully. Additional poba was performed prior to intravascular ultrasound being performed, which revealed the lesion was diffuse from the distal portion of the lad d2 to the lad ostial. A 2.5x15 and a 2.5x18 mm xience v stents were implanted tandemly in the lad ostial. During stenting, vessel flow in d2 occluded. Post-dilatation was performed with a 3.0x10 mm non-abbott balloon catheter and the procedure was completed with good expansion confirmed on angiography. Timi flow improved from 2 to 3. The patient was discharged from the hospital on (B)(6) 2011. On (B)(6) 2011, pci was performed to treat the right coronary artery with the deployment of two non-abbott stents and was discharged from the hospital on (B)(6) 2011 in good condition. On or around (B)(6) 2011, the patient had point-like bleeding mainly from the leg and on or around (B)(6) 2011 that patient was experiencing jaundice, purpuric and anorexia.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. On (B)(6) 2011, thrombotic thrombocytopenia purpura (ttp) was suspected as result of a test performed and plavix was discontinued. On (B)(6) 2011, a blood transfusion was performed and the patient took a steroid by mouth, and again on (B)(6) 2011. Beginning (B)(6) 2011, the patient had a fever, diarrhea and on (B)(6) 2011, the patient underwent an emergency operation to treat a perforation of the digestive tract. On (B)(6) 2011, the patient had started rehabilitation, but developed (B)(6) infection and pneumonia. On (B)(6) 2011, the patient condition became progressively more severe and the patient expired. Cause of death is reported to be generalized peritonitis and the use of predonine. No autopsy has been performed. No additional information was provided. The 2.5 x 15 mm xience v is being filed under a separate medwatch MFR number. There was no reported product deficiency and the product was not returned. Occlusion is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship, if any, to the device could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.